Event description:
The customer reported that the secondary console was not receiving staff duress alerts no patient impact or safety issues reported as a result of product performance. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The hillrom nurse call system provides visual and/or audible event alert notifications via designated communication devices (main console, ancillary staff console, hallway dome lights, mobile phones). Locating is an advanced feature of the nurse call system. When real-time staff locating badges are used in conjunction with the nurse call system, it allows staff to have the ability to quickly locate and communicate with a fellow staff member. Additionally, locating badges equipped with a duress button, allow a staff member to initiate a duress (urgent) call/alert for assistance in the event the caregiver is not in close proximity to a nurse call system station/button. Investigation determined that the current configuration only had the primary consoles watching for duress calls on the 4th floor. It is unknown at this time if the customer had requested for the secondary console to be configured for duress calls upon set up of the nurse call system. The hrc corrected the secondary consoles config in ect and added duress call types to the secondary consoles on the 4th floor to resolve the issue. Based on this information no further actions are required. The customer confirmed there was no injury as a result of this event. If the event of a duress call not displaying at the secondary nurses console were to recur it is likely to result in serious injury or death, as the duress alert is commonly used in the event of an emergency. Therefore, hill-rom is reporting this event